Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was exposed to moisture at a water park. Customer's blood glucose was 145 mg/dl. The customer reported fluid was present under the lcd display. Customer stated a battery out limit alarm occured after the battery was replaced. It was also found the numbers began to scroll and the keypad became unresponsive after the moisture exposure. The customer also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. Traces of moisture were noted at the motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.